Manufacturer narrative:
The key market reported that the customer replaced the power switch button to resolve the issue. The device was returned to service.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an alarm light that was always on. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. The investigation is ongoing.